Manufacturer narrative:
An investigation was performed in response to a complaint of error 2011 on the aia-360 analyzer. Customer also reported receiving the following subsequent errors: 4020 spec.z-axis home overrun, 4010 mixer slip. Mixer motor slipping detected, and 5018 assay aborted assay operation aborted error. It is not known whether the device was being used for treatment or diagnosis at the time of the complaint. At the customer site, a field service engineer (fse) found that the sample nozzle was bent very bad. This indicates a failure of the sample nozzle due to unknown cause. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [2011] error message: air detected sample. Description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. [4020] error message: spec. Z-axis home overrun. Description: the specimen z-axis motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [4010] error message: mixer slip. Description: the mixer motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [5018] error message: assay aborted. Description: measurement terminated. Troubleshooting: repeat assay.

Event description:
Customer reported an error 2011 air detected while drawing a sample on the aia-360 analyzer. Customer also reported receiving the following subsequent errors: 4020 4020 spec.z-axis home overrun. 4010 mixer slip. Mixer motor slipping detected. 5018 assay aborted assay operation aborted error. The analyzer is down and the customer runs category a analytes.